Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest. There was no alleged device malfunction contributing to the irritation. Patient was prescribed triamcone cream by a physician, and was told not to wear the lifevest when using the cream. Follow up indicated that the irritation has improved.